Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on the 5th day after PICC catheter placement, localized skin swelling was observed during infusion. After removing the catheter, two damaged areas were found on the catheter, and fluid leakage occurred during flushing. No further information provided.